Manufacturer narrative:
The field service engineer (fse) verified aspirate probe performance, pipettor alignments, ultrasonics, and vacuum pump. The fse noted turbidity and observed white foam and bubbles in the wash pump chamber. The fse observed drops and bubbles, of buffer, on the sidewalls of the reaction vessels (rvs). The fse noted the forked end of the wash valve rotor indicated signs of wear. The fse squeezed the forked end together and resolved the turbidity issue. The fse repeated aspirate probe volume check and noted the rv was clean. The fse completed a successful system check and high sensitivity (hs) system check and quality control (qc) was within the laboratory's acceptable range. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. The wash valve rotor was abnormally worn allowing air to enter the wash pump causing micro-bubbles to form. The fse completed repairs to the existing wash valve rotor and resolved the issue.

Event description:
The customer reported discrepant and erroneously elevated troponin I (access accutni+3) results, above the laboratory's normal reference range, for six patients, involving the access 2 immunoassay system. The original results were not released out of the laboratory. There was no patient impact associated with this event. Subsequent testing of the patients' samples, on the original instrument and on an alternate methodology, produced lower and discrepant results. The customer stated results from the alternate methodology were released out of the laboratory. The patients' samples were collected in lithium heparin plasma tubes and centrifuged at 4,000 rpm (rotations per minute) for five minutes. Per laboratory protocol, patient results greater than 0.05 ng/ml are reanalyzed. The unit was not in operation, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.